Event description:
Pt informed pen needle 31g are defected, about 20 of them, cannot unscrew off after tymlos injection, advise pt not to screw in too tight, sending replacement for pt. No missed dose.